Manufacturer narrative:
If a sample is received, an investigation will be completed and a f/u report will be submitted. (B)(4).

Event description:
The catheter broke off in a dog during a dental procedure, and a venous cut down had to be performed.